Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contact animas alleging elevated blood glucose levels while using the insulin pump. The reporter followed up with animas on (B)(6) 2014. The reporter indicated that the continuous glucose monitor was reading blood glucose levels over 300 mg/dl and the reporter was experiencing nausea with the elevated blood glucose levels. The reporter indicated that the health care provider instructed using supplemental subcutaneous injections and even instructed to use intravenous insulin to correct for elevated blood glucose levels on one occurrence. The reporter indicated correct management of diabetes and expressed concern that blood glucose levels were not under adequate control despite boluses from the pump. The pump was reviewed with the reporter and the reporter was advised that the pump appeared to be delivering all bolus and basal insulin, the total daily dose was adding up correctly, there were no significant alarms noted in the pump history, the time and date was correct and was maintaining in the pump with battery removal. The reporter was advised on following up with a health care provider to review possible infusion site locations as a site absorption could be a factor. This report is made based on the allegation that the patient experienced hyperglycemia associated with the allegation that blood glucose levels were not adequately managed by boluses from the insulin pump.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the battery compartment was observed to be cracked but the pump¿s returned battery cap was able to secure to the pump and maintain power throughout testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.